Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that for the last three weeks, the insulin pump may not have been delivering properly. Caller stated that the customer had been experiencing high blood glucose levels even after site changes. Blood glucose level at the time of the incident was 264 mg/dl. Blood glucose level at the time of the call was 358 mg/dl. During troubleshooting, the caller confirmed that there were air bubbles present in the tubing. The caller stated that during the call, the customer's blood glucose level rose to 416 mg/dl. Caller also reported that the customer had a blood glucose level over 400 mg/dl the day before the call, which was treated with a manual injection. The insulin pump was not replaced or returned for analysis.